Event description:
It is reported that the surgical tech provided a 64mm provisional when the surgeon asked for a 62mm. When the surgeon tried to insert the 64mm provisional, it fractured.

Manufacturer narrative:
Evaluation: as returned, the polar hole of the provisional liner has fractured and was not returned. The provisional has a potential field age of approximately 6 years. Manufacturing documentation has been reviewed and appears to be conforming. According to the per, this 64mm provisional was used when a 62mm should been. As such, the polar screw was likely tightened excessively in an attempt to seat the provisional, thus causing the fracture. User error is the likely cause of failure.